Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that the polyflex esophageal stent could not be loaded as it continued "crimping" during an esophageal stent placement procedure. Another polyflex esophageal stent was loaded without any problems. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "fine."